Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): full lead was returned in segments and analyzed and the distal conductor was fractured. The outer tubing overlay was melted and there was a white substance noticed. The outer insulation was torn and had a cosmetic depression. There was blood in/on the helix mechanism and the lead was stretched. The anchoring sleeve fixation site could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient went to the emergency room and was hospitalized after receiving three shocks due to noise from a lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient went to the emergency room and was hospitalized after receiving three shocks due to noise from a lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.